Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) had a broken shaft tip. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task performed when the fragment fell was adenoma dissection. The surgeon believed the fragility of the instrument caused the instrument to break and the fragment falling issue. The instrument was in use for 50 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the procedure. The fragment did not fall during an instrument tip collision. The fragment was retrieved with the help of another instrument. All fragments were retrieved, confirmed by visual inspection of the instrument and fragment. No additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return but the fragment has been disposed of. No images/videos are available for review.

Manufacturer narrative:
The monopolar curved scissors had a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.79mm x 2.30mm in size. Due to the broken tube adapter, a detached fragment was observed.